Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic rep reported hospitalization due to diabetes ketoacidosis. The blood glucose reading was over 600 mg/dl. Customer was admitted to ICU. Nothing further reported.